Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported during a trial implant procedure one trial lead revealed invalid impedance. The physician attempted new external cables and moved the lead up and down to no avail. Subsequently, the right lead was removed and replaced to complete the surgery. The procedure was extended 10 minutes. Follow-up identified a successful trial and the patient will proceed with a permanent implant.